Event description:
It was reported that the home patient (hp) saw air in the patient line. This occurred during the therapy on the homechoice (hc) device. This was found while the hp was connected during drain 2. There was nothing unusual found during the troubleshooting that could have caused or contributed to the air in the line. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.